Event description:
The patient presented to the ER (emergency room) on the date of this report. The patient reported that ¿when she is around anything metal or with magnets her pump shocks and is sending messages to her head telling her to go to zoltar or someplace¿. The patient¿s neurologist had ¿instructed the patient to remove all the metal in her house including the metals from her alarms in her home¿. The pump was not alarming. The patient stated that she was due for a pump refill soon, but the reporter didn¿t know when or if the patient ¿is even complaint¿. The interventions, outcome, and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(6), implanted: (B)(6) 2005, product type catheter. (B)(4).